Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for parkinson's disease and movement disorder it was reported that the patient's left battery depleted and they have some shaking. Patient also reported that they were not happy with their ins's not lasting very long. Patient was redirected to follow up with the health care provider.